Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the esophagus of the patient. A repeat procedure was necessary. There was no patient harm and intervention was not required. There was nothing unusual about the patient or procedure itself. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for 5 years. Per the customer, the account stated that it seems that the capsule detached about 1 hour after performing the procedure.